Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was wearing the infusion set for 4.5 days. Tandem clinical support informed customer that wearing the pump supplies for 4.5 days is off label per the tandem user guide.customer¿s blood glucose level was 101-104 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.